Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to over torque or the instrument being used beyond its useful life.

Event description:
It was reported patient underwent a right femoral fixation procedure on (B)(6) 2015. During the procedure, the inserter fractured from the nail with the tip of the connector bolt remaining in the nail. The tip of the connector bolt could not be removed from the nail and remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.